Event description:
The customer reported that the insulin pump had a button error alarm. The customer removed the cap and found insulin inside the reservoir compartment. The caller stated that her glucose level was low the night before and then it went up. The customer stated that the insulin pump was exposed to moisture. The caller stated that she is in the hospital getting insulin, and she got into diabetes ketoacidosis very quickly. Her blood glucose reading was 358mg/dl. She stated that before calling she had taken 8.0 units of insulin, but her blood glucose level kept high. Troubleshooting was performed, and fluid under the lcd noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up or moisture damage on electronic assembly or motor noted. The insulin pump had a scratched lcd window, cracked display window corner and a missing end cap sticker.